Manufacturer narrative:
The investigation determined that higher than expected results were obtained from a single patient sample using vitros chemistry products dgxn slides lot 1918-0254-0246 in combination with a vitros 4600 chemistry system. The most likely assignable cause is a sample related issue potentially due to improper pre-analytical sample handling protocol and overall customer protocol. When the customer reported the result for the first sample out of the lab, they indicated that the sample was hemolyzed and stated that this may have affected the result. The vitros digoxin instruction for use states ¿do not use hemolyzed specimens¿. A second sample was collected and the corresponding vitros dgxn result did not show the same bias as the original sample and hemolysis was not detected. In addition, the customer was not following the sample collection device manufacturer¿s recommendation for sample centrifugation. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. Finally, protocol at time of sample collection was in question as customer suspects the sample was collected in a gold top tube but then poured off into a red top tube, but this could not be confirmed. Based on acceptable historical qc results, a vitros dgxn lot 1918-0254-0246 performance issue is not a likely contributor to the event. Furthermore, continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros dgxn reagent lot 1918-0254-0246. The customer did not process any within run precision testing, however, an issue with the vitros 4600 chemistry system is not a likely contributor of the event as a second sample from the patient returned expected results.

Event description:
A customer reported higher than expected vitros digoxin (dgxn) results obtained from a single patient sample using vitros chemistry products dgxn slides tested on a vitros 4600 chemistry system. Patient sample 1 results of 2.83, 4.23 nmol/l vs. An expected result of <0.51 nmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected result of 2.83 nmol/l was reported from the laboratory. However, no treatment was initiated, altered or stopped based upon the initial reported result. A corrected report with the result of <0.51 nmol/l was later issued. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).